Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 16944313/16944313.

Event description:
It was reported that the patient underwent a spinal cord stimulator explant procedure for an unknown reason. The patient was doing well postoperatively. No further information could be obtained despite good faith efforts.